Manufacturer narrative:
Siemens has completed the investigation. A review and analysis of the provided data from the instrument logs, aqc expected recovery, reagent response curves and calibration history were performed. Several errors were observed throughout the measurement cartridge use life, most around the initialization period of the instrument which is typical. The errors did not exhibit any pattern that would indicate an abnormality. No errors occurred on the day of the event. Based on the co-ox subcomponent and sample quality checks, aqc performance, and lack of any co-ox related calibration drift or diagnostic errors leading up to and on the day of the escalated event the co-oximetry optical subsystem responsible for the measurement of total hemoglobin (thb) appeared stable and functioning as expected. The data did not suggest anything unusual about the co-ox behavior of this patient. The definitive root cause for the discrepant low thb is unknown. Several factors can impact the measured thb concentration including the quality and thoroughness of specimen mixing. For an accurate measurement of thb, thorough mixing and multi-directional rotating of the red blood cells immediately before analysis is required. Pre-analytical sample condition(s) may most likely be the contributor to the observed discordant thb value. The instrument is performing as intended and is currently operational at the customer site.

Event description:
Customer reported that they received a discrepant total hemoglobin result compared to retesting on their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer has provided instrument files and investigation is underway. The cause of this event is unknown.